Manufacturer narrative:
The reported events for low lead impedance and a helix mechanism issue were confirmed. A complete lead was returned in one piece. Visual inspection found the lead clogged with blood. X-ray examination found an over torqued. The lead had an internal short due to an over torqued inner coil consistent with procedure damage. No other anomalies were found.

Event description:
It was reported that during the procedure, the right ventricular (rv) lead exhibited low pacing impedance. Furthermore, the helix of the rv lead was failed to extend. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.